Event description:
It was reported that the right atrial (ra) lead had high thresholds almost since implant and pacing impedance rose to high levels within a few weeks since implant. The p waves were small and decreasing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.